Event description:
It was reported that during procedure, the cannulated drill bit broke during over drilling. The surgeon thinks that it was occurred due to interference with guide pin. Broken tip was removed from patient. No patient injury was reported.

Manufacturer narrative:
Device was returned for evaluation. The customer reported difficulty with over drilling and the breakage indicates over torque and a stress fracture during use. Per IFU: as with any surgical instrument, careful attention should be made to assure that excessive force is not placed on the instrument. Excessive forces applied to the instrument can result in failure.¿ and ¿it is the surgeon¿s responsibility to be familiar with the appropriate surgical techniques prior to use of this device. Read these instructions completely prior to use.¿ the smaller fractured section was returned as well. The blade tips are damaged with dings and gouges. This piece has been quite deformed and is completely split open from its rolled design. There have been no related abnormalities reported for this manufacturing lot.